Manufacturer narrative:
The insulin pump had no button error alarms noted. The device had intermittent button response due to corroded keypad traces. The insulin pump did not react on its own. No number ramping, scrolling screens, or flashing/display anomaly noted. No moisture damage noted on electronic assembly or on motor. The device had a scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 107 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.